Manufacturer narrative:
The pump user guide states: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous blood glucose (bg) levels in the 300's (mg/dl). The customer suspected that the basal feature attributed to the bg levels and alleged that basal software suspended insulin delivery when the customer was not experiencing a low bg level. Additionally, the customer alleged that the pump was suspending bolus delivery. Review of the pump data logs by tandem technical support verified that the customer resumed multiple auto-off alarms and resume pump alarms. Additional suspension shown was due to the customer manually suspending pump therapy. The logs verified that the basal software was suspending insulin as intended. Multiple attempts were made to educate the customer on the auto-off alarm feature; however, the customer did not respond.